Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 13 may2020 investigation ¿ evaluation a representative from san gabriel valley medical ctr informed cook of an incident involving a ultrathane mac-loc locking loop multipurpose drainage catheter. On (B)(6) 2020 during a nephrostomy tube placement procedure in the left kidney, the hub separated and the device leaked when placing the catheter. Another catheter was used to complete the procedure. There were no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one 8.5 fr ult catheter to cook for investigation. Physical examination of the returned device showed biomatter was present. The hub was present and in an unlocked position. The suture broke when the blue flexible stiffener was advanced. There was no visible damage to the catheter. One thread was showing at the connector cap and mac-loc junction. The lever locked without difficulty. A leak test performed and no leakage detected. The marker band appears to be slightly compressed. The blue flexible stiffener is kinked at 2cm and 4cm from the proximal hub. The blue flexible stiffener was advanced with some resistance, but advanced successfully passed marker band. A wire guide was not returned, but a 0.038" wire guide was advanced into the catheter with no resistance. The distance between the cap and the hub was measured and determined to be within specification. Appropriate inner and outer dimensions were taken of the device and confirmed the device to be manufactured within specification. Additionally, a document-based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The product labeling and instructions for use (IFU) were reviewed for the reported failure mode. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed. The review revealed one related nonconformance for ¿flare, inadequate¿. This affected a quantity of one that had a disposition of scrapped. There is 100% qc for this nonconformance prior to release. A complaint database search on the lot was performed. One additional complaint was found, but this complaint is on the same device for a different failure mode. As there are adequate inspection activities established and objective evidence that the DHR was fully executed, it was concluded that there is no evidence that nonconforming product exists in house or in field. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. Based on the information provided, visual inspection of returned product, and results of the investigation, it was concluded that the cause is traced to a component failure without a manufacturing or design deficiency. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a female patient required placement of an ultrathane mac-loc locking loop multipurpose drainage catheter in the left kidney for a nephrostomy procedure. During the procedure, the catheter "broke at the hub". The device also leaked. The device was replaced with a similar device to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.